Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant procedure, the guidewire experienced withdrawal difficulty. When the physician attempted to remove the guidewire, the left ventricular (lv) lead broke at the connector. A new lv lead was implanted. The patient was stable.